Event description:
The user facility reported that towards the end of a patient procedure a burning smell emitted from the table. The doctor lifted the drape around the base of the table and saw smoke coming from the base. The doctor unplugged the table and completed the procedure successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that water had leaked through the table base hardware screws into the power supply. This caused damage to tb2 and tb6 on the power supply. The technician stated that there was no rtv on the base hardware or covers. The technician repaired the table by replacing the tb2 and tb6 connectors. The covers were cleaned and sealed with rtv. The technician tested the table and returned it to service. The table has been in use for approximately eight years and is under steris service contract. Routine preventive maintenance was performed on (B)(4) 2013 when no issues were noted.